Event description:
It was reported that there was high impedance of 4200 on electrode 1. No action was required. Impedance testing was done while the lead was implanted which was when the higher than normal reading was observed. The issue was resolved, a different lead was used. The cause of the issue was not determined. The patient was alive with no injury and no patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_u nknown_ext, product type: extension. Product ID: neu_ins_stimulator. (B)(4). Analysis results of the lead found no anomaly. Due to the complaint of 4200 ohms impedance reading on electrode #1 observed at the implant procedure, the lead was tested in saline at check-in prior to decontamination. The initial test (using a voltage level of 0.70v) was run and all readings were over 1000 ohms with a highest reading of 1202 ohms. When tested again at 1.50v, all readings were under 1000 ohms with a highest reading of 962 ohms. Due to observing some readings over 1000 ohms, the lead was only eto decontaminated and not bleached decontaminated. During bench testing, the lead was again tested in saline using a voltage setting of 0.70v. All the impedance readings were below 1000 ohms with a highest reading of 373 ohms. The lead passed all electrical testing on the bench. The cause of the initial higher impedance readings at check-in may have been due to dried body fluids that cleared during saline testing. There is no issue with the lead and the slightly higher impedance readings observed across all electrodes during initial testing prior to decontamination do not appear to be related to the complaint.